Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during a cervical spine procedure, the surgeon noticed that the patient had moved. The surgeon broke scrub and went underneath the drapes and saw that the torque screw of the mayfield modified skull clamp (a1059) had gone from a reading of 60psi when he placed the skull clamp on the patient to 30psi. There were no scalp lacerations on the patient and no surgical delay.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - evaluation found no device deficiencies that would have contributed to the reported complaint. The 80lb torque knob and clamp was put under pressure and tested, and neither "slippage" or "movement" could be duplicated. When the unit is properly positioned and put under pressure, it will not move. Unrelated to the complaint issue, the lock had both rotational and lateral movement and had residue buildup. To resolve this issue, all worn components were replaced with new parts, and general cleaning and maintenance were performed. Root cause - the complaint is not confirmed, as no issues were observed relative to the reported complaint. The probable root cause is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.